Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on an undisclosed date and mesh was implanted.  On (B)(6) 2012 the patient underwent an invasive surgical procedure at (B)(6) hospital in (B)(6) to remove the mesh.   The hernia recurred and her intestine herniated in through the area of the mesh. She had surgery, including dissection to remove the mesh which was adhered to the bowel.

Manufacturer narrative:
It was reported that the patient underwent a hernia repair surgery on (B)(6) 2011 and physiomesh was implanted.